Event description:
The physician was notified by nursing staff that the infant's single lumen uvc was leaking at the hub secondary to a crack. Under sterile conditions the uvc was replaced with a similar single lumen uvc.